Event description:
The patient was receiving a hibiclens prep at the neck for a parathyroid case. The neck was scrubbed and then blotted with a pack of disposable blue towels. Upon removing the towels, the surgeon noticed blue flecks of lint from the towels remaining on the skin after the blot. Pictures were taken and the business director was paged. 3 inventory specialists came to the room to retrieve the towel packaging and obtain the pictures.